Manufacturer narrative:
Section a2, h4: correction manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. It was reported that the patient with metastatic melanoma was noted to have worsening mental status over a few days. A head CT was performed and showed a hemorrhage head bleed (hemorrhagic stroke), possibly related to the metastatic cancer. The patient¿s anticoagulation was reversed. It was also noted that the pump was working as intended. The account communicated that the patient expired on (B)(6) 2019. The patient was in comfort care post-cva related to metastatic cancer. The patient did not receive an autopsy and no equipment would be returned. The heartmate 3 lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was noted to have a worsening mental status over a few days, a head CT was preformed and a hemorrhagic head bleed was noted. The hemorrhagic stroke (cva) was possibly related to metastatic cancer. Anticoagulation was reversed. The patient expired on (B)(6) 2019 due to cva. No further information was provided.